Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt trunk cable was cut, damaging the orange (+5v) and yellow (pgnd) wires. The root cause for the damaged trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had exposed wires.